Manufacturer narrative:
Major bleed/asae: the cause of the access site adverse event was most likely use related as the issue resolved with an additional stitch.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 60-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage¿a. The patient¿s comorbidities were unknown. Following insertion, a considerable amount of oozing was noted around the impella sheath. Prolonged manual pressure was applied. The managing physician subsequently placed a suture around the sheath, which appeared to resolve the oozing. The patient remained stable thereafter and survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. Bleeding was effectively managed with standard interventions without further consequence to the patient.